Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-1446, lot # fm063849, description: mitch trh md hd sz 46+4, manufacturer: depuy. Cat # mac-9988-4652, lot # fm059826, description: std mitch trh cp sz 46/52, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a size #2 accolade tmzf stem and 52mm mitch cup implanted in 2007. On the (B)(6) 2017 we received an email from with a photo of the x-ray outlining that the patient had dislocated. The patient did not have a fall. The patient is due to be revised on monday (B)(6).

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. A review by a clinical consultant confirmed disassociation and corrosion. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-ray by a clinical consultant indicated: implantation of accolade tmzf stem in superior dislocation position after disassociation of femoral head from trunnion of stem. There is clear metal substance loss around the trunnion with a notch at the transition to the stem neck with also round-off of the most proximal taper section. The principal problem of this case is cup malposition leading to an overload condition in the arthroplasty bearing with quite likely impingement adversely influencing the taper connection of the femoral head with development of corrosion, metal substance loss with consequent loss of taper lock functionality and finally spontaneous disassembly of the femoral head from the trunnion. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: cup malposition of the mitch cup with metal-on-metal articulation in near absent anteversion and very high inclination has contributed to an overload condition in the arthroplasty bearing contributing to trunnion corrosion with metal substance loss, loss of taper lock functionality and finally spontaneous disassociation of the femoral head from the trunnion requiring revision. If further information and/or the device becomes available this investigation will be re-opened. Not available.

Event description:
Patient had a size #2 accolade tmzf stem and 52mm mitch cup implanted in 2007. On the 17th august 2017 we received an email from with a photo of the x-ray outlining that the patient had dislocated. The patient did not have a fall. The patient is due to be revised on monday (B)(6).